Event description:
It was reported that during interrogation of the device, an error message was observed displaying erroneous parameters detected. The device was reprogrammed to resolve the issue. There were no patient symptoms reported.